Manufacturer narrative:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event. Verify the brand name is correct for the meter blood glucose monitoring system auto-populates with nbw refer to "adc contact info" tab verify the catalog # is correct auto-populates with not applicable or applicable UDI # check ¿no¿. Check ¿yes¿ . Populate with the date the product was returned (found under the device info in luna) enter name, mailing address, and phone number of the person who initially reported the malfunction. If available provide reporter¿s e-mail address and/or fax number. For ous cases enter either ¿consumer,¿ ¿medical facility,¿ or ¿distributor¿ as applicable in the name fields . Enter the initial reporter¿s occupation (particularly type of health professional), and include specialty if appropriate. Select lay user/patient if the caller is the customer. Select "ni" auto-populates. Refer to "adc contact info" tab. Auto-populates. Refer to "adc contact info" tab. Select as applicable. Enter date investigation was completed. Verify the 510k # is correct for the meter. See "brand name-catalog-510k" tab "verify ""follow-up"" is selected." Verify follow-up # is populated. Check ¿malfunction¿ select "device evaluation" select "yes" use the serial (B)(4) application to determine the device manufacturer date select ¿no.¿ select "ni". The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.